Manufacturer narrative:
Additional information: g2, h6, h11. H11: the device was not returned and the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused norepinephrine (250ml) during therapy. The expected amount was 122ml but had 150ml left in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.